Event description:
Product analysis of the wand was performed. No visual or mechanical anomaly was identified. Continuity testing of the serial data cable and the battery cable passed. The programming wand performed according to functional specifications. Analysis of the returned handheld found no anomalies. No anomalies associated with the main battery were identified during the analysis. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
The physician's office requested a new programming system because their handheld will not hold a charge when in use. It was reported that the physician's office has another programming system so no patients were affected. It was reported that the handheld was stored on a shelf and did not appear to have any damage beyond normal wear and tear. A new programming tablet was provided to the physician's office and the handheld was returned for analysis. Analysis is underway, but has not been completed to date.